Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading was 148 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
After battery installation, the insulin pump gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarms due to full segment display. No audio/beep/vibrate anomaly noted. The insulin pump had severely scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.